Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned parts state signs of repeated use and missing ball bearings. Debris was found onto the inferior and superior surfaces. Device history record (DHR) was reviewed and no discrepancies were found. A complaint history search was conducted. This device is confirmed to have been a part of previous investigation. Field action was initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. The device was subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that this device was manufactured prior to this design change. Root cause was determined to be a previously-addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the device is missing a ball plunger. No adverse events were reported for this event.